Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement after multiple attempts. The lead also exhibited poor threshold, and it was checked outside, the body, and it was found out that the helix had not fully extended so screw-out were repeated three to four times. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.